Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed three clips, the remaining clip was not properly fed into the jaws causing the clip to be ejected during consecutive firing sequence the clip was caught between the jaws and top shroud due to the found feeding issue. Finally, it locked out as intended. It should be noted that an investigation has been initiated to address the potential root cause of the dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that prior to use in a laparoscopic colectomy procedure, the device was tested outside of the patient and the clips would not deploy. After squeezing three times, one clip fell out of the jaw. Upon examination, there was one clip stuck in the jaw. The device was never used on the patient. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.